Event description:
Report received from the USA stating that the device "stopped working/rotating" during a "acds" procedure. No delay in surgery was reported. There were no pt or user injury reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. If additional information is received, a supplemental report will be sent.